Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dark image a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dark image due to bad ccd (charged coupled device). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had short in cord. The issue was identified when inspected at the time of set up. There were no reports of patient involvement.